Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had inflammation at the scar level with discharge. Antibiotic treatment was given. The event was resolved on (B)(6) 2015. The event was assessed as not serious, related to the implant procedure, and not related to the device. No surgical intervention was taken or planned and the patient was alive with no injury. The patient's medical history include idiopathic functional incontinence since 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the sponsor assessed the event as possibly device related. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.